Event description:
Blood transfusion started and during infusion, pt notified rn that blood was leaking. Assessed and found blood bag intact but the tubing was leaking. When assessing tubing, it's unsure if the leak was at the hard spike piece of tubing or lower in the tubing itself. Tubing changed and transfusion restarted. No leaking noted once tubing changed. FDA safety report ID# (B)(4).